Event description:
Boston scientific received information that this pacemaker still had 2.5 years approximately three months ago. However at this time, transtelephonic monitoring (ttm) was performed and it showed that the device already reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed the discrepancy between the programmer and actual battery status of the device. Ts also advised the field representative to replace the device as soon as possible. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.